Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred. After the user filled the cartridge with unknown units of insulin, during the load sequence. And that insulin drips were not observed to be exiting the infusion set tubing, during the load fill process. A supply change was performed to resolve both issues. Customer's blood glucose was 295 mg/dl.